Event description:
The customer reported the alarm has power yet will not sound when weight is removed from the sensor. The batteries have been replaced all of the same type. The customer reported there was no visible damage to the outside of the alarm. There was no pt incident of injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found the unit powers up but alarm does not sound when weight is off the pad. Nurse call light comes on when it should when using a known working test fixture. The battery door is missing and loose parts can be heard inside unit. One battery spring is bent. Note: instructions for use has a statement: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).